Event description:
It was reported that during patient use, the ventilator screen went white. The device continued ventilation. The device was turned off and on again. The screen remained white and ventilation did not resume. The patient was removed from the ventilator and transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).